Event description:
Implant of essure birth control device ((B)(6) 2009) has caused multiple health problems including severe anemia, constant back and leg pain, hair loss, heart arrhythmia, nerve damage in both legs, itchy "crawling" sensations mainly in arms, face, back and legs, severe swelling of legs, abdomen and arms, excess weight gain (60 lbs). I have been seeing a neuroendocrinologist since (B)(6) 2009 to assist with monitoring/assistance in controling issues. I was made aware of other women with the same issues in (B)(6) of 2014.